Event description:
The user facility reported a 60-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported that the automated impella controller (aic) displayed an optical sensor system error message upon connection of the impella catheter. The aic was swapped as a result of the noted issue. There was no patient harm.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.